Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The hard drive, cine drive, and cine bridge board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system right monitor would flicker and go blank during a case. No pt injury was reported.